Event description:
The customer reported the system was unable to make fluoroscopic exposures. There was a loss of x-ray functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated and tightened a loose connector in the low voltage power supply. The system operates as intended.